Manufacturer narrative:
The complaint history was reviewed and there were four previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations did not reproduce the false positive results, but sufficient evidence was gathered to confirm the complaint. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria.

Manufacturer narrative:
Correction to h10: technical operations performed retain testing and was unable to reproduce the false positive results. Customer complaint could not be confirmed. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a discrepant result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use. Customer tested with cartridge sn (B)(4), lot 21622j with reader sn (B)(4) and obtained a positive result. Three repeat cue tests were performed on the same day and three negative results were obtained. No alternate confirmatory testing reported.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected discrepant test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were nine previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.